Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found very kinked.

Manufacturer narrative:
The device was returned for evaluation. An alarm was found in the download data indicating an occlusion was detected by the device. A bend was observed in the exposed portion of the cannula. No resistive material was discovered on the tube nut/lead screw, and when the ratchet gear was actuated fluid passed through the system unimpeded. Although a bend was found, the timing of the bend and the cause of the discovered occlusion alarm could not definitively be determined.